Event description:
It was reported that the rotational speed did not display. A rotablator console was selected for use. During the procedure, it was noted that the rotational speed did not display on screen. The procedure was completed with another device. There was no patient complication, and the patient was stable.